Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving any stimulation therapy from his scs system and when he tried to increase the strength the patient controller displayed a message the "generator could not deliver the desired strength". Follow up identified a company representative met with the patient and troubleshooting of the patient's scs system found multiple lead contacts with high impedance. Reprograming was performed but the issue could not be resolved. Surgical intervention may be taken as the next course of action.